Manufacturer narrative:
Control lot: 25miu/ml hcg urine control, lot: hcg090107-01, 100miu/ml hcg urine control, lot: hcg081008-01, 240.0iu/ml hcg urine, lot hcg081231-01. Summary of results: the retention devices meet oc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Different rapid test may have different sensitivity which may cause positive result with home test, but negative with fhc-101 strips. No corrective action required as no product deficiency was established.

Event description:
In 2009, alleged false negative results on hcg pregnancy test. Customer reports that they have had some recent incidents where the test will be negative at 3 minutes, but then start to show faint positive after 4 minutes. Customer said these patients claimed to have a positive result on a home pregnancy test. No other information as far as confirmation testing cutoffs is available.